Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The allegation is against 1 of 2 drg lead kit, 50cm length; however, it is unknown which drg lead kit, 50cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead kit, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8523532.

Event description:
It was reported the patient's system was explanted due to ineffective therapy. Exact date of explant is unknown. It is unknown which lead contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.